Manufacturer narrative:
Received return evaluation (B)(4) 2015. Conclusions: left motor: brake static torque tested with torque wrench and was 50 nm. Right motor: brake static torque tested with torque wrench and was 27 nm.

Event description:
The provider states when you stand behind the chair, with the motors engaged, you can push the chair. He states the brakes on both the left and right aren't holding.

Event description:
The provider states when you stand behind the chair, with the motors engaged, you can push the chair. He states the brakes on both the left and right aren't holding.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.